Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('when I asked for them (coils) back that he wasn't going to send them to pathology') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2015-420844. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Amendment: the report was amended for the following reason: upon internal review it was found that this case is duplicate of case: 2017-214070. All source document information, reporters and reference section from this case was added to case: 2017-214070. No new follow-up information was received from the reporter. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("when I asked for them (coils) back that he wasn't going to send them to pathology") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. (B)(4). Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.